Event description:
One cryocyte freezing container ruptured when removed from liquid nitrogen storage. Some cells were discarded at the time of the event, but sufficient back up cells were on hand for transplantation. No adverse pt event reported in association with the breakage. It was reported that the container was not transitioned in the vapor phase as recommended in the labeling distributed with the product. The container was returned for evaluation, inspected, and verified to be ruptured. The breakage was similar to samples inspected from other customers' sites. The root cause of these sporadic rupture events has not been conclusively determined. In-house testing has however shown that the breakages are most likely due to the ingress of liquid nitrogen into the container during cryopreservation. The containers are extremely fragile when frozen and care must be taken not to mechanically damage the containers which would allow the ingress of liquid nitrogen.